Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: follow up information was received indicating that the device would not alarm downstream occlusion within the parameters designated by baxter (over 20 pounds per square inch (psi)). H10: the device was received for evaluation. During functional testing, the reported issue was not reproduced and the device passed downstream occlusion tesing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.